Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 10-oct-2017 a field service engineer (fse) confirmed the reported event. The fse replaced the asm board and sample needle assembly and performed preventive maintenance on the g8 instrument. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-sep-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, section 5.10 - sampling needle replacement, provides step-by-step instructions for the operator to follow when replacing the sampling needle assembly. The most probable cause of the reported event was due defective sample needle assembly and asm board.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages while running patient samples on the g8 instrument. The customer reported that the error occurs when preventive maintenance is needed on the g8 instrument; last preventive maintenance performed in (B)(6) 2016. The customer was advised to replace the sample needle assembly, but requested service to do so. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.